Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/10/2021. H.6. Investigation: sixteen open 30g x 5mm autoshield duo samples were returned from lot. No. 1048282, cat. No. 329605. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on thirteen samples. No issues were observed with the remaining three samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate during use. The following information was provided by the initial reporter, translated from dutch to english: "patient reports that half the needles do not handle punctures well. Being clogged."

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate during use. The following information was provided by the initial reporter, translated from dutch to english: "patient reports that half the needles do not handle punctures well. Being clogged."

Manufacturer narrative:
Correction: an additional lot# was added, and the following fields have been updated: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . D.4. Medical device lot #: 1048282. D.4. Medical device expiration date: 2024-03-31. H.4. Device manufacture date: 2021-02-17.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate during use. The following information was provided by the initial reporter, translated from dutch to english: "patient reports that half the needles do not handle punctures well. Being clogged."